Event description:
It was reported about severe pain post first pixel co2 procedure.

Manufacturer narrative:
Severe pain 6 weeks post 1st pixel co2 procedure . Despite the limited information received, it was decided to report. *20.7.23 - updates recieved.